Event description:
It was reported that a dissection occurred in the proximal subclavian artery during the use of a non-abbott thrombectomy device. There was near closure of the left vertebral artery as it was becoming compressed by the dissected material. A 3.5 x 12 mm graftmaster stent was deployed at 12 atmospheres (atm) in the proximal vertebral artery. The dissection persisted, as much of the filling dissection occurred proximal to the vertebral artery. A non-abbott covered stent was attempted to be placed in the subclavian, just proximal to the graftmaster stent. However, it could not be easily advanced through the 7 french sheath. Laser atherectomy was then performed in the proximal subclavian artery. The vertebral artery remained widely patent following stenting with the graftmaster device, however, the dissection persisted. At this point, it was decided to terminate the case. The patient will be monitored closely and will likely return for a re-check to see if further covered stents may be warranted, if there is any progression of the dissection in the left subclavian. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted in the indications for use section of the graftmaster otw instructions for use (IFU) states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. In this case, it is unknown if the treatment of the dissection in the subclavian artery contributed to the reported leak.